Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms could not be checked due to the motor being erratic so the motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
The device does not power on, found the issue before surgery case. No patient involvement. Investigation found the motor was erratic. No adverse event was reported as a result of this malfunction.